Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported she wore a tampon one hour and upon removal the string broke off leaving the pledget inside her vaginal cavity. She reported the pledget came out in little pieces and later she found more pledget pieces. She was unsure if she was able to remove the remaining pledget pieces. She experienced pelvic pain and was uncertain if the pain was due to her menstrual period or from the pledget falling apart. She did not seek medical attention. Multiple attempts have been made to obtain further information regarding the consumer¿s outcome, however, no further information has been received.